Manufacturer narrative:
H6; code 100: broken cartridge nose weld. Visual inspections & results: head rotates yes, nose shroud cracked/down yes, staples in nose no, staples in track yes, trigger engaged with precock yes. Functional tests & results: cycled instrument no. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported incident during surgery may have been due to a broken cartridge nose weld which caused the instrument to jam. The instrument was received with excessive dried body fluids and tissues in the cartridge assembly, with the cartridge nose weld broken, and with the staple ejector legs bent. No functional tesing could be due to a broken cartridge nose weld. The nose weld was examined and appeared to have been sufficiently welded. No conclusion could be reached as to how the cartridge ose weld had become broken or as to how the staple ejector legs became bent. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.

Event description:
During a laparoscopic hernia repair, it was reported the surgeon was using ems staplers to anchor mesh to pelvic floor. Surgeon went through 3 staplers before procedure was completed with a 4th stapler. Problems included staple jam, malfunction, and dislodgement. Only 1 instrument being returned. There was no consequence to the pt.